Event description:
The customer reported that their device would not complete its boot up cycle when powering the device on. This was discovered during testing and there was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The hospital biomed has performed an evaluation on the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Correction information: the initial medwatch report did not include the evaluation of the device performed by physio-control, which was available at the time of the submission. The device arrived for evaluation on (B)(4) 2014. Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Supplemental information: the removed pcb assemblies were further evaluated in the failure analysis center. The cause of the reported failure was determined to be a shorted integrated circuit chip, designator u61. Pin 23 of the ic chip had a 45 ohm short to ground.